Event description:
A 70 year old white gravida 2 para 2 female; status post bilateral subcutaneuos mastectomy for lobular cancer in 1976. She had free nipple grafting/reduction, type subcutaneous mastectomy with immediate placement of subcutaneous 300cc silastic implants on 12-15-76. She had no evidence of disease, since she denied any local problems until 10/26/95. She was involved in a motor vehicle accident with severe injury to the right upper body. The implant was quite lateral since then, and she had to have a right "ctr". Again on 3/1/96 she was involved in a motor vehicle accident with cardiac contusion and has had some home oxygen since. Pt complains of: pain and right sided discomfort, arthralgias (positive am stiffness)/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbances, adenopathy, recurrent urinary tract infections/yeast infections, hot flashes, dental problems, memory loss, sicca, rashes, sensitivity to sun/alcohol, shortness of breath, choking sensation, weight gain, gastrointestinal/genitourinary problems, and easy bruising. Pt otherwise healthy.